Event description:
It was reported that technical services (ts) was consulted after apparent far field oversensing by this right atrial (ra) lead. Technical services (ts) provided initial reprogramming recommendations. Information was subsequently received noting that this ra lead was dislodged. This lead remains in service. No additional adverse patient effects were reported.